Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left hip was revised. Noted on the usage sheet: "reason: instability. Accolade 2 stem/ 60g trident ii cup/ mdm liner/ poly/ c-taper adapter sleeve and biolox head removed. No further information will be released." Patient was revised to a restoration modular stem construct, lfit metal head, adm/ mdm poly insert, mdm metal liner, and 60g shell with 2 screws.